Manufacturer narrative:
Insulin pump was received with blank display due to faulty lcd driver. Unable to verify off no power alarm or perform the functional testing, including the operating currents test, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests due to blank display anomaly. Insulin pump had cracked case at display window corner, minor scratched display window.

Event description:
Customer reported via phone call that the device stopped working. Customer had tried multiple new batteries but the device would not reboot. Customer's blood glucose was 140 mg/dl. Device did not alarm a low battery alert prior to the off no power alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.